Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: esbf3214c103ej, serial/lot #: (B)(6), ubd: 29-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 74mm abdominal aortic aneurysm. It was reported that 3 weeks post-index procedure the patient presented emergently with leg pain. Thrombotic occlusion was observed at the flow divider in the right limb. Thrombectomy was considered; however, due to the high risk of re-occlusion, a fem-fem bypass was performed instead. The patient was discharged 6 days later walking independently. Per the physician, the cause of the event is undetermined. It was noted that upon reviewing the CT, no issues such as stenosis or stent graft kinking were noted. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the entire segment of the stent graft distal to the right leg flow divider was completely occluded by thrombus. There was no thrombus in the main trunk. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received : it was confirmed everything distal from the flow divider was occluded. The right limb is etlw 16-16-156. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.